Manufacturer narrative:
There was no button error alarm during testing. The pump had unresponsive esc and act buttons due to the corroded keypad traces. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm. Customer stated that he was sitting in a chair and might have leaned on the pump. Customer stated that the pump was in his pocket and he took his bolus. Customer now has a button error alarm and cannot clear it. Customer stated that the pump has not been dropped or bumped. Customer's blood glucose was 135 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.